Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the instrument technician added the viscoelastic and the lens was assembled normally, without experiencing any resistance during preparation. However, during application, the attending physician observed that the lens was not injected, as if there was some obstruction at the cartridge tip. The lens became stuck inside the cartridge and could not be used. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned for evaluation. The first photo showed the company cartridge from the bottom. Viscoelastic was visible in the cartridge. The cartridge tip was broken or cut with the end of the tip removed. The second photo was from the top. Viscoelastic was visible in the cartridge. The cartridge tip was broken or cut with the end of the tip removed. The cartridge appeared to have uneven evidence of handpiece placement. This may indicate the cartridge was not fully seated in the handpiece. This could have caused the plunger to be misaligned. A clear lens model was visible advanced to the nozzle entry area. The haptics positions cannot be determined from the photo. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A non-qualified lens model was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridge was not returned for evaluation. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified, non-company lens was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The IFU(instructions for use) instructs: the company iol (intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. In addition, based on review of the provided photos, the cartridge appeared to have uneven evidence of handpiece placement. This may indicate the cartridge was not fully seated in the handpiece. This could have caused the plunger to be misaligned and may have caused a delivery issue. In the photo, the cartridge tip was broken or cut with the end of the tip removed. No determination could be made from the photo. The manufacturer internal reference number is: (B)(4).